Event description:
Occlusion alarms were reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions, including disconnecting tubing and delivering specific bolus units, which resolved the issue. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer.